Event description:
It was reported that decreased sensing and increased threshold were observed. Lead was explanted and replaced. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.